Manufacturer narrative:
Per the tandem user guide: the pump is indicated for use with novolog or humalog u-100 insulin. Mult no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred the same day. The customer reported using lyumjev insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. There was no reported adverse impact on the customers blood glucose level. The customer changed the cartridge and resumed insulin therapy each time.